Event description:
Customer reported IV blood administration set came apart while infusing blood. Stated the top of the drip chamber where it connects to the receiving tubing on the blood's side separated causing a blood spill. No patient or staff harm reported and no other details about the patient or event are available. IV blood administration set requested, but not received because the customer stated the product was discarded. No evaluation will be performed.